Manufacturer narrative:
When analysis has been completed, a final report will be submitted.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Event description:
Boston scientific crm received information that premature battery depletion was suspected on this implantable cardioverter defibrillator (ICD) device. Elective replacement indication (eri) was triggered approximately four months ago, and the patient missed the last two scheduled visits. No adverse effects were reported. This ICD is included in the shortened replacement window advisory issue 05 april 2007. It was explanted and will be returned for analysis.